Manufacturer narrative:
Concomitant products: product ID: 37746, serial# (B)(4),: product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3550-29, lot# n295969, implanted: (B)(6) 2012, product type: accessory. Product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported there was a spinal cord stimulator complication. It was noted the patient had a CT scan that showed the placement of the implantable neurostimulator (ins) but no other comments were made regarding the ins. The patient underwent an implantation/revision of their intrathecal neurostimulator electrode x1 and implantation/revision of generators done under anesthesia. When the lead was attempted to be threaded midline there was an adhesion identified and some irritation upon placement of the electrode. There was some back pain. The physician tried to pass at c7-t1 but was unable to do so because of scar tissue. The system that was then in place was removed. Pressure points were checked to make sure there was no major irritation and another needle was placed at t9-t10 with positive loss of resistance on the right side and the same electrode was advanced. The placement was slightly laterally at the bottom of c3 but slightly off midline with good coverage identified in the neck, shoulder, and covered all areas of pain. The ins was then placed in a new pocket. Impedances were checked and found to be intact. Antibiotic irrigation was used for both sites. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.